Event description:
A report was received stating that the user was unable to activate the device into its safety mechanism. No related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the eval results.